Event description:
A registered nurse (rn) contacted baxter's technical service center to report the patient had passed away last night. The rn stated that the patient went to the hospital yesterday and passed away at the hospital. No further information was provided. The following information was provided by global pharmacovigilance (gpv): on (B)(6) 2012, a registered nurse (rn) at the patient's rehabilitation facility contacted baxter homecare services and reported a patient death. The rn stated that the patient passed away on (B)(6) 2012. The cause of death was unknown. The rn stated that the patient was sent to the hospital for weakness. No further information was provided. Per gpv, the peritoneal dialysis (pd) nurse declined further follow up.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. A review of the event history logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. A service history review was performed, revealing previous servicing did not contribute to the reported condition. A device history review was performed, revealing that no exceptions were noted during the manufacturing of this device. The customer reported issue was not confirmed and no assignable cause could be determined. If additional information becomes available, a follow up report will be submitted.